Event description:
The customer reported the device displayed an ECG equipment malfunction message. The device was in use at the time of the reported issue. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device displayed an ECG equipment malfunction message. There is no reported patient involvement.